Event description:
The patient was implanted with an acute blood pump system and an lvad pump for biventricular support. It was reported by the circulatory support manager that the acute blood pump was exchanged due to white fibrin strands that were seen in the pump. The hospital was concerned about pump thrombus so the pump head was exchanged.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.